Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had exhibited foreign objects present in the air water cylinder tube. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted h4 - device mfg date, which was left blank. The correct date was 9/6/2016.

Event description:
No additional information received from the customer.